Event description:
The hcp reported, the pt went to the "hosp acute" in 2007, because the neurostimulator was in "power on reset" mode. The pt's symptoms had returned. After replacement, the pt felt fine.

Manufacturer narrative:
Device analysis revealed broken bondwire(s).